Manufacturer narrative:
Article citation: fan gaskin, jennifer c., et al. ¿risk factors associated with xen gel stent-related endophthalmitis.¿ clinical & experimental ophthalmology, 2022. Crossref, https://doi.org/10.1111/ceo.14115. Multiple requests for further information have been made. Allergan has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The article "risk factors associated with xen gel stent-related endophthalmitis" noted a patient with an xen®45 gts developed endophthalmitis 5 months after implant with vision changed from light perception to no light perception in the unknown eye. Organism identified was strep pneumoniae. Vitrectomy was performed. This is the same article reported under MDR ID # 3011299751-2022-00114 (allergan complaint (B)(4)), MDR ID # 3011299751-2022-00109 (allergan complaint (B)(4)), MDR ID # 3011299751-2022-00110 (allergan complaint (B)(4)), MDR ID # 3011299751-2022-00111 (allergan complaint (B)(4)), MDR ID # 3011299751-2022-00112 (allergan complaint (B)(4)), and MDR ID # 3011299751-2022-00113 (allergan complaint (B)(4)). This MDR is being submitted for case 1.